Event description:
Event description: it was reported that a pericardial effusion was noticed during the case. The caller reported that the patient had no visible symptoms. The caller reported that when the physician was exchanging for the faradrive sheath, the physician believed he may have perforated the left atrial appendage. The caller reported that the pericardial effusion was noticed and confirmed with ice. The caller reported that the procedure was aborted. The caller reported that the medical intervention provided was a pericardiocentesis. The caller reported that the patient was also taken for cardiac surgery. The caller reported that the last known patient status was stable. The caller reported that the following bwi devices were used during the case: octaray catheter, decanav catheter, and soundstar catheter. The caller reported that the bwi catheters were discarded. The caller reported that the bwi catheters were brand new. The caller was unable to provide the information for the bwi catheters. The adverse event will be documented under the octaray catheter and carto 3 system. The caller reported that the carto 3 system was used for mapping. The caller reported that the boston scientific farapulse system was set up for ablation. The caller reported that no ablation was performed during the case. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).